Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes dated (B)(6) 2020 indicated that the patient received a right total hip replacement due to advanced primary coxarthrosis right, restriction of the extent of movement, cup bottom osteophyte, massive chronic proliferative synovitis, osteoporosis. Surgical notes indicated, ¿when winding in the hole lock, the stop does not rest in but can be screwed all the way behind the cup. This is probably a construction defect.¿ the surgery was completed without further indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = a manufacturing record evaluation were performed for the finished device 121701054, lot number 9461765, it was manufactured on 05-mar-2020. (B)(4) parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the hole eliminator slipped through the cup´s hole. The hole eleminator did not anchor inside the screw socket of the cup, but slipped through the socket and behind the cup.

Event description:
Additional information received. According to the surgeon, there are no lasting consequences for the patient. There was an op time extension of 3 minutes to get a new implant. The event occurred during a primary surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 patient code, h8. H6 patient code: no code available (3191) used to capture the prolonged surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation were performed for the finished device 121701054, lot number 9461765, it was manufactured on 05-mar-2020. (B)(4) pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.